Event description:
It was reported that during preparation of the 2.50x38mm xience skypoint stent delivery system (sds) the stent was noted loose in the balloon. Another unspecified stent was used to complete the procedure. There was no device use or patient involvement, and there was no clinically significant delay in the procedure. An unspecified stent was used to complete the procedure. Subsequent to the initially filed report, the local peh stated that the device was never implanted, and the procedure was not completed with another device.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Manufacturer narrative:
The device was returned for analysis. The reported stent dislodgement was confirmed. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents from this lot. The investigation was unable to determine a conclusive cause for the reported stent dislodgement. There is no indication of a product quality issue with respect to manufacture, design or labeling.

Event description:
Returned device analysis identified, the stent was not included with the rest of the device; however, the account stated that the stent was discarded. No additional information was provided